Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly. Analysis catheter serial # (B)(4) revealed a dried drug, blood, or foreign material occlusion, which was determined to be non-significant.

Event description:
It was later reported that patient experienced uncontrolled pain. Multiple motor stalls occurred and the stall recovered. The cause of the stall was unknown. A dye study revealed an accumulation of dye around the catheter tip with an obstruction to cephalad flow, which was possibly an early inflammatory mass. The cause of the event was unknown, but was attributed to the pump and catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported patient began experiencing a great deal of pain 4-5 weeks prior to this report. The patient's symptoms had a sudden onset. When the patient went to his healthcare provider (hcp) for a refill, she found out that the pump had stalled. It was unknown why the pump stopped working. The hcp then did a dye study and found that the catheter was disconnected. During the previously reported pump and catheter replacement, the hcp found that catheters had been left behind by previous surgeons.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced a loss of pain relief. A stiff catheter was also reported. The patient¿s pump and catheter were replaced on (B)(6) 2014. The pump contained bupivacaine and morphine. Additional information was requested to determine the patient¿s healthcare provider. Should additional information be provided regarding additional patient symptoms and outcome, a supplemental report shall be sent.